Event description:
Hcp reported the pt presented with signs of a scalp infection including incisional wound opening. The organism cultured was staphylcoccus areus. The pt was treated with a total device system explant. The pt did not have meningitis. The pt is reported to have resolved the infection.